Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis was normal.

Event description:
It was reported that the left ventricular lead had exhibited high pacing thresholds and that the patient had experienced phrenic nerve stimulation. The lead was explanted and replaced during a system upgrade.